Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported difficulty to insert could not be tested due to the condition of the returned device. The reported premature deployment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to insert; however the reported premature deployment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, moderately calcified, 65% to 70% stenosed superficial femoral artery. A 6.0 x 20 mm absolute pro stent delivery system (sds) was selected for the procedure. While trying to insert the sds into the unspecified 6f introducer sheath, resistance was met causing the retractable sheath of the sds to partially retract, partially exposing the stent outside the anatomy. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.